Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display before and after a battery change. Customer's blood glucose was 394mg/dl at the time of incident. The product will be returned.

Manufacturer narrative:
The device powered up properly after battery installation. No blank display was noted. However, the device alarmed motor error during basic occlusion test due to faulty force sensor resistor. We were unable to perform rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test due to motor error alarm. The device was received with normal operating currents and passed unexpected restart error test and self-test. Motor passed the motor test. No moisture damage on keypads, motor, vibrator, battery tube or electronic assembly was noted during visual inspection. The device had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads, cracked belt clip slot, cracked reservoir tube lip, stained address, serial number label and stained end cap sticker.